Event description:
It was reported that the user experienced fluctuating blood glucose with sustained post-meal hyperglycemia after a large dinner and subsequent overnight corrections by the ilet, followed by a downward trend into hypoglycemia; alerts for high and low glucose occurred, the user employs a teflon infusion set, uses dexcom g7, and changed supplies the following morning. Symptoms included hunger during the low. Outcomes included self-treatment with oral glucose without hospitalization. Investigation included troubleshooting and education with referral for additional training and discussion of potential ilet adjustments. Investigation of this case revealed that meal announcement likely did not adequately cover the meal, contributing to hyperglycemia and subsequent algorithm-driven corrections preceding a low, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hyperglycemia and hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.